Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, recurrence, and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with urethral dilatation and cystoscopy due to sui, chronic cystitis, and left renal stone. It was reported that the patient underwent an unknown procedure for mrsa due to mesh infection on (B)(6) 2008; cystoscopy with placement of urethral catheter and retrograde ureterogram on (B)(6) 2008 due to left renal calculus, persistent uti, and obstructive mesh with urinary obstruction; a, left retrograde pyelogram, insertion of jj tube and urethral dilatation on (B)(6) 2015 due to left renal calculus and difficulty in urination; and cystoscopy, removal of left ureteral stent, left ureteral catheterization with retrograde, and left eswl on (B)(6) 2015 due to left renal calculus. No additional information was provided. (B)(4).